Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient was having charging issues that started a year prior to this report. There was too much scar tissue between the battery and her skin to make a connection. The battery was moving and flipping around. The last time she charged was 2-3 days ago. She could charge but it was difficult. It was noted that she had a tumor on her right breast where the device was. It was also noted that the patient¿s insurance company wanted the implantable neurostimulator (ins) removed so the patient could get an MRI. The MRI was stated to not be related to the device therapy. A brain tumor was suspected. Follow-up was performed to determine if the patient had received any further assistance with the issue and if she had any further concerns. This event will be updated if additional information is received.